Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a demonstration was conducted with a starclose se device, using a hospital stock device. There was no patient involvement. When the starclose se device was deployed, the clip was on the distal end of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported clip deployed at distal end of the device was confirmed. The reported event appears to be related to deployment technique during the reported demonstration. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. Unused, sterile starclose se devices were returned and were successfully tested and no malfunction was noted.